Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 95-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device was put through extensive testing without duplicating a fault to the device. The electrode pads and multifunction cable were not returned as part of this investigation. The device was recertified and returned to the customer. Review of the device data logs indicated poor coupling between the electrodes and the patient's skin based on the amount of artifact. Analysis of reports of this type has not identified an increase in trend.